Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer's wife stated that the insulin pump was not stored or not in used for an extended period of time and also stated the alarm occurred shortly during battery change. Customer's wife was advised to insert a new battery and insulin pump did not alarm. The customer's wife stated they also received a no delivery but declined troubleshooting. The customer's wife stated that the battery cap was damaged and the insulin pump received off no power with a low battery alert for the second time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.